Event description:
It was reported that this right ventricular (rv) lead has had high out of range shock lead impedances (sli). Over the last year, the sli had been trending pretty stable, in the 90s to the 130s. The most recent sli was about 132 ohms. Technical services indicated that this did not look like a lead fracture and suggested increasing the out of range limit to 150 ohms. However, it was noted that if impedances get higher to consider a commanded shock. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.